Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, dimensional verification, drawing, specifications, and visual inspection of the returned device were conducted during the investigation. One open package was received; the positioner, wire guide, stent and tether were returned. The tether was not attached to the stent. The distal coil was completely severed 25.2cm from the proximal stent coil, and 8mm of the stent body was still attached to the severed coil. The stent was severed during tether removal. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information, a root cause is possibly related to product use or handling. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that prior to performing an unspecified procedure; the physician opened a package containing filiform double pigtail ureteral stent set and found that the pigtail of the stent set was detached. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.